Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13996. It was reported the patient underwent surgical intervention on (B)(6) 2019 to address the patients leads. The l5 lead was not being used due to placement so it was explanted and replaced with a lead positioned at t7. The patients t9 lead had migrated so the lead was repositioned to correct location. Surgical intervention addressed the issue.

Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00516. Additional information received indicated that during the lead revision procedure, the lead located at the t5 vertebral level (reference manufacturer number: 1627487-2019-13995) was removed as it was not being utilized. The lead located at the t7 vertebral level (reference manufacturer number: 1627487-2020-00516) was found to have migrated and it was explanted and replaced as it was unable to be repositioned. The lead located at the t9 vertebral level (reference manufacturer number: 1627487-2019-13996) was found to have migrated and was repositioned.